Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking at a connection. The following information was provided by the initial reporter: one of the nurses was priming a normal saline line for a patient¿s treatment today and noticed leaking from the blue safety clamp that plugs into the pump. We also do have a sample. Additional info from customer: (B)(6) 2023. -is there any adverse event or serious injury happened? No. -what is the occurrence number? Please provide a specific number. ¿ once for this specific issue.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 28-aug-2023. H.6. Investigation summary: the customer reported a leak by the pump, and returned both a video and the sample. The video and sample verify the complaint of leakage below the lower fitment of the pumping segment. This issue was caused by insufficient solvent applied to the connection during assembly. Device history record review for model 2420-0007 lot number 23055538 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 30may2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing facility has issued a quality alert and a corrective action since the lot is question was produced. The actions communicates to the involved personnel to follow the work instruction and also to reinforce the correct assembly. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking at a connection. The following information was provided by the initial reporter: one of the nurses was priming a normal saline line for a patient¿s treatment today and noticed leaking from the blue safety clamp that plugs into the pump. We also do have a sample. Additional info from customer: (18-aug-2023) is there any adverse event or serious injury happened? No. What is the occurrence number? Please provide a specific number. ¿ once for this specific issue.